Manufacturer narrative:
G4:18may2021. B4:15jun2021. The customer called and stated replacing the power management (pm) pcba solved the problem.

Manufacturer narrative:
Report date: 27may2021. There was no patient involvement.

Event description:
The customer has a v60 with an alarm led failed message. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that they verified the unit has an alarm led failed error code in the significate log. The customer already replaced the overlay power switch and verified that led is not functioning, so the power management (pm) pcba does not need to be replaced. The product support provided the customer the part identification and price for the remaining 2 parts ui pcba and the ui to pm pcba cable per the service manual.